Event description:
The manufacturer received information alleging that upon completion of upgrading the software version at the patient's home, the characters displayed on the device switched to english and the unit became inoperable. During the evaluation of the device at the manufacturer's service center, the complaint was confirmed. A "ventilator inoperative" alarm occurred, and it was impossible to operate the device when the power was turned on in order to perform operational checking. Since the reported issue had occurred during the software version upgrading, the software version was upgraded again then it completed properly, addressing the issue. Additionally, not related to the issue, a vent service required error was discovered in the event log. The device's system board was replaced preventatively.